Manufacturer narrative:
The investigation has been completed for the reported issue of pump stop. The product was returned. There was no issue found with the pump. The device functioned/operated to specification. The pump stop was unable to be reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp. After the initial startup, the pump stopped and could not be restarted. The impella cp was explanted and replaced to address the issue. The patient survived the procedure.